Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please clarify what fragments were generated. Were fragments generated from the absorbable straps? -as much as I know, no fragments were generated. If I noticed otherwise in my report, it was by mistake h3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. After testing, the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what fragments were generated. Were fragments generated from the absorbable straps? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2019 and the absorbable straps were used. During surgery, the tucks began to emerge strangely and did not penetrate the tissue. A like device was used to complete the procedure. There were no adverse patient consequences reported.